Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage of with an infusion set. Blood glucose level was high at the time of the event. No further information was available.